Event description:
The lay user/patient contacted lifescan alleging the meter is in settings mode when attempting to test. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Anti-backup failure,orange indicator over traveled the analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. Possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open.the device locked out as intended but the orange indicator was visible at 9th firing sequence thus, it over traveled. These finding are not related with the reported opening issues. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked on the artery and would not release. It is unknown how it was removed. No other details were provided. (B)(4)